Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition, less than 2 seconds. The physician decided to abandon and replace the lead surgically. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.